Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 517 mg/dl. The customer was treated with bolus and blood glucose value again 287 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported that it was not confirm whether the auto mode was active or inactive during the high blood glucose level event.